Event description:
Customer reported a labor and delivery pt receiving pca hydromorphone suffered respiratory arrest at approximately 0600 on (B)(6) 2010. Orders were for pca dose 0.2 mg; may increase to 0.4 mg as needed; lockout 8 minutes; hourly max limit 4 mg. Standard concentration was 0.5 mg/ml. Infusion was started on (B)(6) 2010 around 1700 after pt's c-section. Customer suspects the continuous dose may have been mistakenly programmed during the night for 4 mg/hr continuous although no continuous dose was prescribed. The pt suffered a respiratory arrest requiring treatment with several doses of naloxone and was transferred to the ICU for increased monitoring. Pt was fine afterward with no lasting adverse effect. No additional info was available.

Manufacturer narrative:
(B)(4). Event logs have been received. Investigation is not complete. A f/u report will be submitted with the investigation findings.